Manufacturer narrative:
Patient initials: (B)(6). Patient weight is unknown. Date of event: unknown. This report is for an unknown 5.0 mm titanium stardrive locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient experienced hypertrophic non-union and that one implanted distal screw was broken. A patient sustained a left open femur fracture and was implanted with a retrograde / antegrade 11 x 420 femoral nail, one proximal screw and two distal screws on (B)(6) 2015. Subsequently, the patient presented with hypertrophic non-union. One of the two distal screws reported as a 5.0 millimeter titanium stardrive locking screw was broken into two pieces. On (B)(6) 2016 all four implants were removed: nail, two distal screws and one proximal screw. The broken pieces of the screw were retrieved easily. The patient was revised to a non-synthes nail. There was no surgical delay and the procedure was successfully completed. It was reported that the patient status was stable. This report is for an unknown 5.0 mm titanium stardrive locking screw. This is report 1 of 1 for (B)(4).